Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 400mg/dl and of tape adhesion issues. Customer indicated that when the adhesive was removed, it pull the whole patch off. Customer declined high blood glucose troubleshooting as the mother did not have the pump. Customer was advised to call if any other concerns. No further details given.